Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No stuck screen was noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported she attempted to take a bolus and the buttons on the insulin pump are not working. The device was stuck on a screen and she took the battery out of the device and got a battery out limit alarm. Customer's blood glucose was 409 mg/dl. Customer reported the device has not been exposed to moisture, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.